Event description:
A pt reported they were unable to receive a reading on their one touch ii meter due to their meter allegedly not power on. Pt reported having symptoms of low blood glucose. There were earlier results on their meter of 380 and 300 mg/dl. Treatment was not reported. No further info has been reported. No serious injury or allegation of harm.